Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/31/2020. The batch number phu444 provided is invalid. Additional h3 investigation summary: a suture needle was returned for evaluation. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed predominantly of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the procedure completed successfully? Yes. *any adverse patient consequences? No. *are there any medical/surgical intervention planned to retrieve the broken needle tip? X-ray. *initial procedure date? (B)(6) 2019. *what is the patient's current status? Great. *lot number phu444. *device return status/follow up? Shipped via (B)(6).

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2019 and barbed suture was used. The tip of needle broke while using the suture and wasn't found. An x-ray was performed of patient which did not show the tip of the needle in the patient. The surgeon proceeded with closing patient¿s knee. There were no patient consequences reported.